Event description:
The patient received two scs leads from the same lot number. It was reported one of the patient's scs system leads was revised because the lead had migrated and was causing the patient to lose coverage in his legs and low back. The physician first attempted to reposition the lead, but due to the patient's scar tissue the physician accidentally cut the lead during the attempt. The lead was explanted and replaced with a new one. The patient reported receiving effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.